Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
Corrected information was provided in d1. Upon review, the brand name has been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. No issues related to the controller error or failure were observed. However, the optical sensor system error during case start was caused by combination of optical pressure measuring unit failure (small distortion in analog output signal) and an air gap at the optical pump connector (presumably due to pump plug not inserted fully into receptacle on aic).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during patient support an automated impella controller (aic) alarm occurred. The aic was exchanged for a new controller to continue patient support. No patient harm was reported.